Event description:
It was reported that a remote transmission showed multiple episodes of non-sustained right ventricular oversensing due to far-field p-wave oversensing. Low r-wave sensing and increasing high voltage lead impedance were also noted. The lead was found to be dislodged and was explanted. The patient was doing well after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.